Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that a leak appeared under the oxygenator in the cardiac surgery block during the debubbling of the circulation extra-corporelle (cec) circuit in preparation for a procedure to manage an emergency aortic dissection. A circuit change was performed for emergency re-bubbling. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the neither the device, packaging, nor the other contents of the packaging had been damaged.

Manufacturer narrative:
The oxygenator lot numbers associated with the custom pack are 229189749, 229505448 and 229556273. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.